Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was isolated to corrupt programming the root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power on.